Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown, product type: software, section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine. The indications for use was spinal pain indications. It was reported that the patient stated that for about the last 3 days it had been taking longer to get connected to their pump to bolus. The patient also stated since last night they had only been able to get one bolus and have now missed their last three boluses. The patient stated that the blue light on the communicator just kept flashing and wouldn't go solid. The patient mentioned that they have tried doing the "long hold" to reset the handset, but that did not resolve the issue. The patient also mentioned they had called their healthcare provider's office and were told to call the manufacturer, and if they still can't get connected the healthcare provider's office might be able to help. The patient stated without their boluses they were bedridden. The manufacturer's patient services specialist (pss) reviewed best connection practices with the patient, and they were able to successfully connect and deliver a bolus. The troubleshooting steps that were taken on the call resolved the reported issue.